Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the receiver stimulator migrated; subsequently the patient underwent surgery to reposition the device on (B)(6) 2013. The implanted device remains.